Event description:
I received a false positive reading for a covid-19 sofia2 rapid test. I got 2 more negative results following this positive. Nonetheless, I was reported to the department of health and must now quarantine causing me to miss critical medical appointments I had scheduled for a nerve issue problem I am experiencing. I must now wait until november 24th to resume medical care for a condition affecting my neck, back and arm as a result of this false positive test result. FDA safety report ID# (B)(4).